Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing inhibition causing a period of asystole of approximately three seconds. A drop in the ra pacing impedance measurements to around 300 ohms was also observed. The physician had concluded the ra lead had dislodged due to the helix not being properly secured in the heart so surgical intervention was performed to reposition it. During repositioning, the helix of the ra lead would not extend out properly so the ra lead was explanted. No additional adverse patient effects were reported.